Event description:
It was reported that review of x-ray revealed externalized conductors. The lead was capped and replaced. Patient's condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.